Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act, up and down buttons were hard to push. Customer stated the insulin pump had random no delivery alarm, battery life diminished and screen was scratched. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device received with no button response on bolus, esc, act, up arrow and down arrow button due to flattened dome switch. The connector was inspected and locked on lcd board noted. Unable to perform displacement test, self test, off no power test, stop current test, run current test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test or verify charge or battery anomaly and no delivery alarm due to keypads not responsive. (B)(4).